Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-15689. During a device replacement procedure, the set screw on the device header was loosened completely to allow the removal the left ventricular (lv) lead. The physician pulled on the lv lead, but the lv lead was unable to be removed. The pulling resulted in a fracturing of the lv lead. The lv lead was capped and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field experience of an anomalous left ventricular connection was verified in the lab. Upon receipt, the device header had heavy mechanical scratches; both left ventricular set screws and septum had been removed from the device and were not returned from the field so analysis could not be performed on them. Laboratory set screws were inserted and an is1 test lead was now able to fully insert and secure into the device header. The event occurred during generator changeout, which suggests that the set screw damage is procedure related.